Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 43mg/dl, cause was unknown. The customer consumed carbohydrates and was treated with intravenous fluids of saline and insulin. The customer was released on 06/13/23 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.